Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery with scar tissue present was performed using a proglide device via a 7f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first proglide device was placed without issue; however, when attempting to place the second proglide device when removing the plunger no sutures were present. A third proglide device was attempted with the same results, when removing the plunger no sutures were present. The decision was made to take an open approach and a cut down was performed. The sheath was upsized to a 14f and the aaa was completed. The access site was closed surgically. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.